Event description:
It was reported that the lead was removed due to perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A lead tip stiffness test was found to be within specification.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 ruptured during patient use. Device had been infusing an unknown patient with a solution of 243 milliliters 5-fluorouracil in d5w for 47 hours when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.